Event description:
Boston scientific received information that this patient's non boston scientific right atrial (ra) lead displayed pace impedances over 2000 ohms and noise which resulted in atrial tachy response (atr). The noise was not reproducible with troubleshooting and all other lead measurements are with in normal limits. The physician is going to continue to monitor this patient. The patient notes that they have pain all over, which the boston scientific field representative states is not related to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.